Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported via medwatch "infiltrated med-line IV while having a CT with contrast. Physician/radiologist to look at site; he recommended alternate heat and ice". No other information was provided.